Event description:
It was reported that before use, the temporary pacing electrode catheter balloon was tested shortly before placement. Balloon did not open during the test. Two others had the same problem. Per follow up information received on 03nov2025, customer confirmed that two others had the same problem was also the same batch.

Manufacturer narrative:
The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter phone number:(B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, the temporary pacing electrode catheter balloon was tested shortly before placement. Balloon did not open during the test. Two others had the same problem.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.